Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the problem could not be reproduced. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter showed use residues along the device. A functional test of infusing water through the catheter using a 12 ml luer-lock syringe revealed no obvious leaking throughout the catheter. A functional test of pressurizing the catheter with water using a 12 ml luer-lock syringe revealed no leaking throughout the catheter. A functional test of pressurizing the catheter with water using a 12 ml slip-fit syringe revealed the catheter did not exhibit any signs of leakage. A microscopic observation of the catheter showed no splits throughout the returned catheter shaft. No evidence of a leak or other damage was observed on the returned catheter; therefore, the complaint of a leak could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information received 23-jan-2026 : when the PICC was flushed with normal saline it was painful to the patient and leaking was noted. The fracture was inside the patient. It was secured with a statlock the catheter had to be replaced so the patient could have their treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC leaking the day after insertion. Nurse found that the line was fractured. Additional information received 23-jan-2026: the impact to the patient was an unnecessary line removal and replacement within 12 hours of the original insertion. Normal saline was infusing.